Manufacturer narrative:
Two (2) photos were shared by the customer, where the lot and item information are shown, but no clear damage or anomaly is observed. Complaint of crack cannot be confirmed, without the return of the used sample. The device history review (DHR) was performed and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a 7" (18 cm) appx 0.51 ml, pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer was found to have a crack at the pigtail during patient use. It was reported the device was cracking on the pigtail. Sample pictures were provided showing the defective product and the package details. There was unprotected chemo exposure to the patient or healthcare provider. The healthcare provider was wearing personal protective equipment (ppe) or gloves during the event. There was no patient harm reported.